Event description:
It was reported that the patient had experienced jolting sensations when he used his stimulator. It was described as intense and similar to sticking your finger in a light socket, and it included his entire body. The patient also experienced pain, spasms and less than 50% therapy relief. The patient went in for re-programming but during the session, the patient screamed and started shaking. The stimulator was immediately shut off. Impedances were checked and found to be normal. An xray was done and it was found that one of the leads had moved so that it was partially out of the epidural space. The other lead was ¿perfectly¿ posterior and midline at t8. The patient was too uncomfortable from the overstimulation to finish the reprogramming. The patient was given information on a pump as well. The patient was going to decide if he wanted the system revised or have a pump implanted. The patient status was noted to be alive with no injury. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).